Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: device name#triathlon asymmetric x3 patella; cat#5551-g-350-e; lot#v9w3 device name#triathlon cr fem comp #6 r-cem; cat#5510f602; lot#jra6a device name# triathlon prim tib baseplate - cemented; cat#5520-b-600; lot#js27c it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient came in due to chronic right knee pain. Global thickening of ligaments, tendon and connective tissues associated with complex effusion.